Event description:
It was reported that the patient felt a shocking sensation while recharging and discontinued recharging the implantable neurostimulator (ins). The patient had last recharged and felt stimulation about one year ago and felt stimulation in the target leg area. The ins was in an overdischarged state, which was noted to be the second overdischarge. The normal recharging screen was able to be achieved but the ins was discharging rapidly. The device showed 25% charged, but when interrogated with the clinician programmer it showed the ins was discharged. The patient felt a shocking sensation at the pocket which was random with the ins on, off, and during recharging, and was not associated with movement. Electrode and group impedance measurements were within normal limits. The patient resumed normal programmed therapy once the ins was charged, and was going to be seen by her physician in a few weeks to determine a plan.

Manufacturer narrative:
Lead: model 3778-60, lot# v380188033, implant: (B)(6) 2010, explanted: unk; lead: model 3778-60, lot# v386423008, implanted: (B)(6) 2012, explanted: unk; recharger: model 37752, serial# (B)(4); programmer: model 37743, serial# (B)(4). (B)(4).

Event description:
Additional information received noted that the cause of the event was related to ins: the patient was not recharging the battery and felt "shock" at generator site. No abnormal impedance measurements. A charging issue was noted: pain with stimulator use and recharging. Xray from (B)(6) 2010 showed no lead migration and no disconnect of leads from generator. Signs and symptoms were noted as a feeling of "shocking" at generator site when stimulator turned on and with recharging. There was no hospitalization. Patient outcome was no injury. It was noted that the patient did not come to several follow up appointments to assist with reprogramming and impedance checks.

Manufacturer narrative:
(B)(4).